Event description:
It was reported that a patient underwent an initial knee arthroplasty. Subsequently, a revision procedure due to implant fracture was performed. Patient felt pain (without falling) when climbing stairs, came to the clinic, an inlay fracture was found, inlay was changed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Report source, foreign - event occurred in germany. The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a final MDR will be submitted.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in germany. Products have been returned to biomet UK ltd for evaluation and forwarded to a research engineer for investigation. An oxford meniscal bearing was revised after 7 years and 1 week due to fracture. Pitting and scratching on both articulating surfaces of the bearing indicate that it may have articulated against third bodies, and impingement may have occurred on the posterior edge. The relevant manufacturing history records indicate that the item was manufactured and sterilised in accordance with the applicable specifications. The wear rate calculated from the thinnest section of the bearing suggests that it was likely subject to adverse loading conditions, which may have led to the fracture. However, it is not possible to confirm this without radiographs and surgical notes and, therefore, the cause of fracture cannot be confirmed and the ultimate reason for revision cannot be determined. The mhr review indicates that the product was most likely conforming to design specification when it left zimmer biomet control, and the likely failure mode is adverse loading conditions, which may have led to the fracture. Risk assessment: the event reports revision due to implant fracture. Risk management report documents the estimated residual risk associated with the device within the reported event. Failure analysis report 568, rev 1 concludes: an oxford meniscal bearing was revised after 7 years and 1 week due to fracture. Pitting and scratching on both articulating surfaces of the bearing indicate that it may have articulated against third bodies, and impingement may have occurred on the posterior edge. The wear rate calculated from the thinnest section of the bearing suggests that it was likely subject to adverse loading conditions, which may have led to the fracture. However, it is not possible to confirm this without radiographs and surgical notes and, therefore, the cause of fracture cannot be confirmed and the ultimate reason for revision cannot be determined. The reported event states revision due to implant fracture. Line 4.1.3.1 of risk file I/o table ukf0591 skn002a rev 07 relates to the reported event: bearing component distorts or fractures. This line has a severity score of 3 which is defined in the rmr as: prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. Therefore, the reported event is considered to be within the severity of the rmr. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 years prior to event date, being (B)(6) 2020. - sales ((B)(6) 2017 ¿ (B)(6) 2020) = (B)(4). - complaints search was conducted for events occurring between (B)(6) 2017 ¿ (B)(6) 2020 for item 159547. - 2 complaints were identified for this item number including (B)(4). - (B)(4). - (B)(4). -no corrective or preventive actions are considered necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent an initial knee arthroplasty. Subsequently, a revision procedure due to implant fracture was performed.

Manufacturer narrative:
(B)(4). Report source, foreign country: event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee arthroplasty. Subsequently, a revision procedure due to implant fracture was performed. Patient felt pain (without falling) when climbing stairs, came to the clinic, an inlay fracture was found, inlay was changed.